Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometimes the external pulse generator had no atrial output. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of no atrial output and additionally noted that the battery contacts were contaminated and the device was sticky. A new heart lead flex assembly was placed and the output on the atrial lead was checked with the tester and it was ok. The device was inspected, the battery contacts were cleaned and the main board was calibrated. All affected parts were replaced. The device passed all tests with no visual or electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.